Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. No additional information was obtained regarding the type of back-up therapy the customer would use until the replacement pump arrived.